Event description:
The customer reported that the damage to the clear insulation was noticed when the device was being cleaned. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.